Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer¿s current blood glucose was 106 mg/dl . The sensor glucose value that triggered the suspend event was 60 mg/dl and 59 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to monitor the blood glucose and sensor glucose. The sensor will not be returned for analysis.